Event description:
The rmi dual drainage venous return cannula, tf-028-l, is a venous drainage cannula that returns venous blood to the cardiotomy reservoir. If a bolus of air was introduced into the cannula secondary to the reported malfunction, the air would enter the cardiotomy reservoir and could not be delivered back to the pt. During research medical's follow-up with the hospital's medical healthcare professionals (not the non-medical risk mgmt personnel) the following info was reported: "...therefore as it was on the venous side, it is not possible for a bolus of air to go to the pt, there was no impact on the pt."